Event description:
It was reported that the top housing of this docking station separated from the bottom housing during a procedure. According to service report, the biomedical engineering staff stated that the ids was bumped into rather hard within a cystoscopy room. The monitor docked to the ids reportedly fell but was caught by a staff member before coming into contact with the floor. There were no injuries reported. (B)(4).

Manufacturer narrative:
Draeger evaluated the device and found that the impact from the reported collision was the root cause of this event. This is outside of the scope of normal use and therefore is not a product malfunction. The limited space in the room and user contributed to and caused the device failure.